Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product remained implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made for additional information. The file indicated that the patient consulted her previous doctor. The doctor said the pressures were up. The patient was placed on medicine. The patient also stated that the doctor informed her that he would like to do a yag to help clear her vision. There was no indication that an agreement to have a yag procedure occurred, or a date was discussed. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced film over her vision in the right eye and she cannot see distance very well. The customer also added that she saw her old doctor who informed her that she has increased intraocular pressure and put her on medication to reduce the pressure. He also stated that she might need a yag procedure.